Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31737905l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf (stsf) catheter and the patient experienced complete heart block treated with a temporary pacemaker and required extended hospitalization. The report indicated that during ablation on the slow pathway near the atrioventricular (av) node, the patient went in complete heart block. While ablating, they discovered that the atrial and ventricular signals were not in cooperation with each other. They came off of ablation, and the atrial and ventricular signals remained the same. They placed a temporary pacer wire in the patient. The patient will be monitored for one day to see if conduction "comes back on its own." The patient was in stable condition. The biosense webster inc. (Bwi) products used for the procedure were: stsf catheter, ngen generator, and carto 3 system. The stsf catheter is available for return.